Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had a blank display screen. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system pca and lcd screen were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.